Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient didn¿t think the device was working for the past month. The patient stated the programmer turns off on its own and they couldn¿t tell that the stimulation was on. The patient stated they could only feel it when they turn the programmer on and then within seconds it goes away. Therapy expectations and how external equipment functions were reviewed and that patients don¿t need to feel it to be effective. The patient inquired on how they were supposed to know it was on if they couldn¿t feel it and the information was reviewed. The patient believed that it had not been on and didn¿t believe the programmer was correct. The patient was redirected to their healthcare provider to confirm the device status. No further complications were reported.